Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a failure code 812:01 which interrupted delivery on (B)(4). It is unknown when or in which care area this event occurred. There was no reported patient injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The customer's reported condition of a colleague infusion pump with failure 812:01 was confirmed during product evaluation. The cause of the reported condition was determined to be a defective shuttle motor. The pump head module was replaced to fix the reported condition. This involved a colleague p1.5 infusion pump with user interface module master software version 6.13.92.